Event description:
This lead was malpositioned and a revision procedure was performed. This lead was successfully repositioned and all records indicate that lead remains actively implanted. Should add'l info become available, this event will be updated.